Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that there was no damage noted to the device prior to use and the device was prepared as per device directions for use (dfu). However, the information also indicated that the coil was repositioned during procedure and the device dfu states that coil should be repositioned only if necessary as it can cause damage to coil, possibly leading to the reported premature detachment. Based on the information provided, the reported coil premature detachment during use is most likely related to some procedural factors which limited the performance of the device. Therefore, it was determined that the reported event was related to operational context.

Event description:
It was reported that during the coil embolization, there was difficulty positioning the subject coil in the aneurysm. Therefore the physician attempted to pull the subject coil out of the patient. While retracing, the subject coil was prematurely detached inside the microcatheter. The physician removed the microcatheter and the coil as one unit. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the coil embolization, there was difficulty positioning the subject coil in the aneurysm. Therefore the physician attempted to pull the subject coil out of the patient. While retracing, the subject coil was prematurely detached inside the microcatheter. The physician removed the microcatheter and the coil as one unit. There were no clinical consequences to the patient.